Event description:
Pt undergoing c-section received a saddle block and subsequently developed a generalized rash. Seemed to worsen after receiving meperidine. Rash resolved with discontinuation of drug.